Event description:
It was reported that the patient experienced loss of stimulation due to having high impedances on the leads. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2317-50 (sn (B)(6)) the returned lead was analyzed and visual (microscope) and x-ray inspection revealed that all cables were completely broken at the bent/kinked locations of the lead. With all the available information, boston scientific concludes that the allegation of high impedances was confirmed. The lead became kinked after it exited the ipg port resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at close to the proximal array. Sc-2317-50 (sn (B)(6)) the returned lead was analyzed and visual (microscope) and x-ray inspection revealed that multiple cables were completely broken at the bent/kinked locations of the lead. With all the available information, boston scientific concludes that the allegation of high impedances was confirmed. The lead became kinked after it exited the ipg port resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at close to the proximal array.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced loss of stimulation due to having high impedances on the leads. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.